Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer may have had an occluded infusion set and had high blood glucose levels. The customer stated the infusion set worked fine but 3 hours later her blood glucose level was between 550 and 570 mg/dl. The customer changed the infusion set again and it worked fine. No further details were provided.